Manufacturer narrative:
(B)(4)

Event description:
The product was evaluated. The device was externally visually inspected and it passed. The receiver was able to be charged and rebooted. The log was downloaded and reviewed finding an error related to the complaint. The receiver case was opened, the internal inspection passed. Battery measurements were taken and they failed due to low voltage. Charging circuit measurements were taken and they passed. The allegation was confirmed. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver shutdown unexpectedly. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.